Manufacturer narrative:
(B)(4). H6 codes: health effect - impact code problem code: f2304 prophylactic treatment (umbrella) wound / code not available. H6 codes: health effect - impact code problem code: correction to disregard 4650 appropriate term/code not available.

Event description:
It was reported that detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2025-061314 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 3/10/2025 and it was determined this complaint is not reportable per corpft-140202.